Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from unicel dxc 600 pro synchron clinical system. The customer stated that the cts (closed tube sampling) system was dripping wash solution from below the piercer assembly. The customer confirmed that no erroneous patient results were generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec field service engineer (fse) visited the site on (B)(4) 2011 and found a clog in waste line. The fse flushed the tubing and clear the clog. The issue was resolved. (B)(4).